Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient's outcome could not be conclusively determined through this evaluation. Review of the submitted log file revealed multiple low flow alarms. A specific cause for the low flow could not be determined through this evaluation; however, the pump appeared to function as intended at the fixed speed. Two driveline disconnects consistent with the report that the account was trying to turn the device off at the patient's time of death were also captured at the end of the file. Multiple attempts for additional information were sent to the customer; however, no additional information has been provided at this time. No product was returned for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including death. This section also explains that, in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook is also currently available and outlines system controller alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away. Log files were submitted for review. The log displayed multiple strings of low flow alarms where the flow estimator dropped below 2.5 liters per minute (lpm) on (B)(6) 2023 from 05:09 through 06:15 with flow ranging from 0.0-2.5 lpm. It was noted that the pump was seeing a reduction in blood volume and that the events appeared to be a patient related issue.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.